Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient present remotely via merlin.net, the device was found to be in back up vvi mode. The device was restored successfully after uploading the device software. The patient was stable and will continue to be monitored.

Manufacturer narrative:
(B)(4).